Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) would not boot up into the normal clinical operation mode and only boot the diagnostic menu was accessible. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The stm removed and replaced the executive processor board, the front end board, and utilized the required screw kit and noted that after replacement, the issue was resolved and normal operation was restored. Subsequently, the stm completed pm service including all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The initial reporter named is a getinge employee whose contact details are: (B)(6).

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) would not boot up into the normal clinical operation mode and only boot the diagnostic menu was accessible. There was no patient involvement and no adverse event was reported.